Event description:
It was reported that while using the surgical fiber during a prostate procedure, decreased tissue vaporization efficiency was observed at 59,346 joules of use. The case was completed using a second fiber. There was no injury reported.

Manufacturer narrative:
(B)(4). Fiber analysis: the tip of the fibers glass cap was found to be detached, the fiber broken proximal to the fiber/cap glue zone; the fiber proximal to fracture, was found to rotate independently of metal cap. Burnt on detritus of the metal cap and devitrification of the cap output window was also observed. There was no indication or report of any part of the device remaining inside the patient. The fiber/cap condition could result in a forward-firing condition of the side-firing surgical fiber. The probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.